Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level of over 600 mg/dl and diabetic ketoacidosis. Reportedly, intermittent occlusion alarms occurred. Additional information was not provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received.